Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds, loss of capture and undersensing. Noisy signals were observed in an electrocardiogram. The clinic suspects a lead issue is related to this behavior, and technical services (ts) indicated that there could be dislodgement. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.